Event description:
It was reported there was a lead malfunction. Follow up determined the right atrial (ra) lead had an apparent fracture. The ra lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the distal segment of the lead was returned, analyzed and all conductors were stretched. It was noted that the outer insulation was breached cut, the helix was fracture, there was blood in/on the helix mechanism and the lead was stretched.